Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test alarm. Customer's blood glucose level was 220 mg/dl. Customer changed out his battery and now it is dead again. Troubleshooting was performed. Customer stated that the silver tab is black. Customer cleaned it and it is now silver. Customer did not receive a failed battery test. Customer will shipped a replacement battery cap as a courtesy. Customer stated that he has bronchitis and is taking a new medication for that. Customer started treatment today and feels sluggish. Customer declined having the paramedics called. Customer stated that he had a battery out limit alarm as well, but he did not troubleshoot for it since he was not feeling well. No further assistance needed.